Manufacturer narrative:
The customer reported that the device was quarantined and not used in between the tests. Additional reprocessing was not performed before device underwent microbiological testing. It was also reported that additional reprocessing was not performed before device was returned to olympus. The device was stored in drying cabinet in separate tub. Samples were collected after storage. There was no patient infection reported. There have been no deviations, deficiencies or concerns in reprocessing. The device was last reprocessed on (B)(6) 2023. The device was returned. The returned device was evaluated and there were few findings. Due to wear of angle wire, bending angle in up direction does not meet the standard value. Due to deformation of lock engagement lever, up/down knob cannot be locked securely. Adhesive on bending section cover was worn out. Right/left knob was deformed. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is received.

Event description:
The customer reported to olympus, the evis exera iii colonovideoscope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The hygiene microbiological investigation report from the customer indicated, the samples were collected on multiple dates. The suction channel tested positive for presence of gram negative bacillus and pseudomonas aeruginosa. Auxiliary channel and air/water channel had no growth after seven days. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause. Additionally, two other scopes used at the facility tested positive for presence of microorganism. Patient identifiers (B)(6) (model: cf-h180al; serial number: (B)(4)) and c23166651 (model:cf-h180al; serial no.(B)(4)) captures complaint on the scopes that tested positive for presence of microorganism.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.